Event description:
It was reported that an ilet user experienced difficulty pairing a libre 3+ sensor to the ilet, resulting in sensor unavailable alerts and automatic suspension of insulin dosing until the sensor was activated after guidance on correct phone-to-sensor positioning. Symptoms included none reported, with a self-monitored blood glucose of 130 mg/dl. Outcomes included temporary interruption of insulin dosing due to sensor unavailability. Investigation included technical troubleshooting with the ilet and mobile app, account access restoration, device and phone restarts, review of alarm history, and successful sensor activation and warmup initiation. Investigation of this case revealed user technique contributed to unsuccessful scanning, with no evidence of device malfunction once proper scanning proximity was used. It was concluded that the event was attributable to use-related scanning technique, and normal operation resumed after correct activation.